Event description:
As reported to coloplast though not verified, patient was implanted with aris transobturator tape on (B)(6) 2007. Later patient experienced erosion, extrusion and pain.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.